Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after a -revision operation- the pulse generator exhibited backup vvi mode. The device was explanted.